Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. The following information was requested, but unavailable: how many medical devices were impacted for this specific case? How many procedures were affected by this issue? Where the other events reported? (B)(4) (2210968-2020-09694). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a cow underwent a cesarean surgery in 2020 and the suture was used. During the suturing, when the veterinary pull the thread without excessive tension after the passage on the skin, the device broke in the length of the thread. Another like suture was used to complete the procedure.